Event description:
It was reported through the filing of a lawsuit that allegedly after tha the patient began experiencing discomfort in the area of the device. It is further alleged that "workup revealed increased levels of metal ions in the patients blood" and "based upon this finding and in light of patient's worsening symptoms he was taken back for revision surgery."

Manufacturer narrative:
An event regarding discomfort and increased metal ion levels involving an unknown lfit v40 head was reported. The event was not confirmed. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
It was reported through the filing of a lawsuit that allegedly after tha the patient began experiencing discomfort in the area of the device. It is further alleged that "workup revealed increased levels of metal ions in the patients blood" and "based upon this finding and in light of patient's worsening symptoms he was taken back for revision surgery."

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown lfit anatomic v40 femoral head. The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report. Device not returned.